Event description:
It was reported that the patient had lingering right heart failure after their left ventricular assist device was implanted. They also had an infection which led to the patient's death.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
This event occurred at (B)(6) hospital in (B)(6). Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events (right heart failure, infection, and patient outcome) cannot be conclusively determined through this evaluation. The evaluation of heartmate 3 left ventricular assist system, serial number (B)(6), did not reveal any device-related issues which would have contributed to the reported event. (B)(6) was returned assembled with the pump cable severed approximately 21.0¿ from the pump housing. An approximately 4.5¿ segment of the pump cable was also returned for evaluation. The sealed outflow graft was secured to the pump cover. The apical cuff was secured via the cuff lock and included a minor section of tissue from the ventricle. Upon disassembly of the returned device, examination of the interior textured surfaces of the inlet tube (distal opening), outflow graft attachment, and pump cover revealed coagulated post-explant blood. The lack of structure and adherence of these depositions suggests that they developed acutely, likely due to poor surface washing as a result of blood remaining in the device post-explant. Examination of the rotor well revealed post-explant blood as a result of blood remaining in the device post-explant. The remaining blood-contacting surfaces of the device did not reveal any developed depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The left ventricular assist device log files retrieved from the returned device appeared to capture the pump functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. Review of the sterilization and packaging documentation showed no deviation from manufacturing specifications. The heartmate 3 lvas instructions for use (IFU), rev. A, contains the following information: section 1 lists infection, right heart failure, and death as adverse events that may be associated with the use of heartmate 3 lvas. Section 6 lists infection as a potential late post-implant complication that may be associated with the use of heartmate 3 left ventricular assist system and states: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump." Care instructions regarding preventing infection are provided in various sections of this document. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced right heart failure on (B)(6) 2024 with symptoms of central static pulse pressure over 18 mmhg and peripheral edema. The causal relationship between the right heart failure and the device therapy was low, but could not be ruled out. On (B)(6) 2022, the patient was intubated for 9 days due to respiratory failure. A tracheostomy was not performed. The causal relationship between the respiratory failure and the device therapy was low, but could not be denied. The patient had a bacterial infection of their mediastinum on (B)(6) 2022. The bacterial infection was related to the device and also due to the complexities of their medical management. The site of the infection was the mediastinum. They were treated surgically and through drug therapy. On (B)(6) 2024, the patient was reported to have renal dysfunction. The patient underwent dialysis for 8 weeks and had a maximum creatinine of 2.87 mg/dl. The causal relationship between the renal dysfunction and the device was considered low, but could not be denied. The patient's total bilirubin value on (B)(6) 2022 was 48.1 mg/dl, the aspartate aminotransferase (ast) value on (B)(6) 2022 was 129 u/l, and the alanine aminotransferase (alt) value on (B)(6) 2022 was 62 u/l. The patient was diagnosed with hepatic function on (B)(6) 2022. The causal relationship between the hepatic function and the device therapy was considered low but could not be denied. The patient passed away on (B)(6) 2022. The cause of death was thought to be due to post-operative mediastinitis and multiple system organ failure. The patient experienced liver failure, respiratory failure, and renal failure following the infection. The device functioned as expected and there was no device malfunction. No autopsy was performed. The pump and system controller were returned for evaluation.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported events cannot be conclusively determined through this evaluation. The evaluation of heartmate 3 left ventricular assist system, serial number (B)(6), did not reveal any device-related issues which would have contributed to the reported events. (B)(6) was returned assembled with the pump cable severed approximately 21.0¿ from the pump housing. An approximately 4.5¿ segment of the pump cable was also returned for evaluation. The sealed outflow graft was secured to the pump cover. The apical cuff was secured via the cuff lock and included a minor section of tissue from the ventricle. Upon disassembly of the returned device, examination of the interior textured surfaces of the inlet tube (distal opening), outflow graft attachment, and pump cover revealed coagulated post-explant blood. The lack of structure and adherence of these depositions suggests that they developed acutely, likely due to poor surface washing as a result of blood remaining in the device post-explant. Examination of the rotor well revealed post-explant blood as a result of blood remaining in the device post-explant. The remaining blood-contacting surfaces of the device did not reveal any developed depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The left ventricular assist device log files retrieved from the returned device appeared to capture the pump functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. Review of the sterilization and packaging documentation showed no deviation from manufacturing specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) instructions for use, rev. D, is currently available section 1 lists infection, multiple organ failure/dysfunctions (including right heart failure, respiratory failure, renal dysfunction, and hepatic dysfunction), and death as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 lists infection as a potential late post-implant complication that may be associated with the use of heartmate 3 left ventricular assist system and states: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump." Care instructions regarding preventing infection are provided in various sections of this document. No further information was provided. The manufacturer is closing the file on this event.